Event description:
It was reported that customer experienced cgm error and sensor could not be used as expected. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset steps, confirmed that error did not return after reset, and successfully started new sensor session; no further issues were reported.